Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 20 days after implantation, the valve leaked and the patient had subcutaneous fluid. The valve was explanted and replaced with another valve. The patient's status at the time of the report was alive-with injury.